Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if additional details becomes available. This report represents all information known by the reporter at this time.

Event description:
The facility representative reported an infusion pump with a broken door latch assembly. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.